Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that during a routine device replacement procedure the right ventricular (rv) coil plug did not fit into the slot of the new implantable cardioverter defibrillator (ICD). The physician tried to put the rv coil plug into the new ICD and noticed that the plug wasn't fully inserted in the slot therefore they tried to insert it with pressure. Because of the pressure the rv coil was damaged and the impedance was above 200 ohms. The physician felt that the slot was not okay so another device was implanted. The rv coil was also damaged so the lead was explanted and replaced. No patient complications have been reported as a result of this event.